Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. (B)(4).

Event description:
It was reported that the motor device had an unknown malfunction. During service and evaluation, it was determined that the device ran in the locked position - power broken, the lock cylinder pawls, pawl release, and locking components were damaged, the set screw was loose, and the lip seal and motor cylinder were worn and was leaking oil. The device also failed pretests for loctite (modified set screws), safety and oil leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.